Event description:
Per the clinic, the patient experienced an infection at the incision site (specific date not reported). Subsequently, the device was explanted (specific date not reported).

Manufacturer narrative:
Per the clinic, the patient underwent a skin revision surgery (specific date not reported) in order to remove the infected tissue at the local skin infection area and the incision was closed. Device analysis report attached.